Event description:
It was reported by service report that the toprails are broken with sharp edges and the siderails will not lock in the up position. No patient involvement or adverse consequences are reported.